Manufacturer narrative:
A field service engineer (fse) contacted the customer via the phone and confirmed the reported issue was not a broken wash probe, but rather the wash probe teflon tubing that secures the probe was flared and not securing the tip. Fse advised customer to trim the tubing slightly to allow the tip to attach. The customer trimmed and secured the tip successfully and ran daily check, quality control (qc) and patient samples without errors. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the wash probe teflon tubing that secures the probe was flared, not securing the tip.

Event description:
A customer reported a broken wash probe on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.